Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a few cat scans done and they didn't know if maybe it had interfered with the device because they had been having more leaking than they did initially following implant and was also wearing briefs again at night. Patient stated it seemed like it all happened following the cat scans. Patient turned stimulation off and down to 0.0 and had been increasing amplitude. They were at 2.8, near where they had previously had the amplitude set, but the issue had not resolved. Patient was able to sync with their programmer and it showed stimulation was on. Patient increased from 2.8 to 3.0 and it became painful for them, however when they decreased to 2.9 they did not feel any stimulation sensation. It was recommended they leave the stimulation at 2.9 so they were not in pain. Patient was on program 1 at the time of the call. The patient reported the reason for the cat scans was due to a rear end collision/motor vehicle accident. It was recommended that the patient let their healthcare provider know about the car accident, as well as discuss therapy concerns and appropriate next steps with them. No further complications were reported or anticipated.